Manufacturer narrative:
Corrected data: d6b - date of explant and e1. It was inadvertently reported in the followup report 2 that the date of explant is (B)(6) 2021. The correct date has been updated in this report.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2021. Reportedly, therapy was conformed post operatively.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient received a message stating that their ipg has reached end of life. No additional information available at this time.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2021 wherein the ipg was explanted and replaced addressing the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
H1 - type of reportable event was updated to serious injury.